Event description:
Found during routine testing. The caller reported that the device only intermittent powers on in battery mode after being disconnected from ac mains. There was no pt associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA.